Manufacturer narrative:
The pump was received with a blank display due to moisture damage on the electronic assembly. Unable to perform the self test, sleep current measurement, active current measurement, and the displacement test due to blank display. Also, received with moisture damage on the motor and force sensor. The pump was also received with the serial number label missing. (B)(4).

Event description:
The customer reported via phone call that the insulin pump was dead. The customer's blood glucose was unknown. The customer's insulin pump was exposed to water and there was water behind the insulin pump screen. The insulin pump will be returned for analysis.